Event description:
It was reported that upon interrogation, the pulse generator exhibited premature battery depletion. The patient had an unrelated heart surgery on (B)(6) 2013. After a software download, normal function resumed. The patient would be monitored.